Manufacturer narrative:
It was reported that the tips of syringe components are breaking off when being used to inflate the balloon of a foley catheter. In one incident the broken tip was required to be removed using "tweezers" as it become stuck in the balloon inflation port. In the other incident, the broken tip did not get stuck in the balloon inflation port. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tips of syringe components are breaking off.